Event description:
Abnormal x-ray termination during patient scan and system resumed operation within 2 minutes. Manufacturer response for scanning systems, CT, (brand not provided) (per site reporter). Siemens is analyzing error logs.